Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 650 mg/dl; cause was not known. Customer attempted to self-treat via bolus via the pump; however was treated intravenously with fluids of saline and insulin. Customer was discharged from the ICU on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. System check with tandem technical support confirmed the pump was functioning as intended. It was also reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy.